Manufacturer narrative:
Based on the claim against the product by the customer noting that the monopolar curved scissors (mcs) tip cover accessory fell off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip cover accessory was analyzed and found to have tearing at the mouth. Tears are axially aligned with the tip cover and measured 0.101¿ in length. There were no signs of thermal damage present at the end of the tear. The complaint regarding the reported issue was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off when the mcs instrument was removed from the cannula. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The mcs instrument was inspected prior to use with no issue identified. The mcs tip cover accessory did not fall into the patient¿s anatomy. The surgeon did not notice any issue with the functionality of the mcs instrument during surgical procedure. The mcs instrument did not collide with any other instrument. There was no difficulty when removing the mcs instrument and the mcs tip cover accessory. After the event occurred, the surgical staff did not notice any damage on the mcs tip cover accessory. The mcs instrument will not be returned since it could be used normally.